Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and sensor issues. The customer's blood glucose level was 410 mg/dl and treated with insulin pump. Customer stated the sensor would not connect and lost the sensor that was connected that day. Customer completed troubleshooting for sensor updating and calibration error but declined troubleshooting for high blood glucose. The insulin pump/sensor will not be returned for analysis.